Event description:
My problems started after getting breast implants for reconstruction after mastectomy (B)(6) 2013. I'm not positive what kind those were except that they were saline. They were replaced in 2018 with mentor implants. One silicone and one saline. Over that period beginning in 2013, I eventually ended up with at least 50 symptoms of breast implant illness. Severe joint pain, skin problems, brain fog, bedridden at times. I am positive I was dying. I explanted in (B)(6) 2022. Most of my symptoms are gone, but I will always be concerned about any permanent damage done due to silicone poisoning. Reference report: mw5150188.